Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male with a pre existing condition of dialysis underwent high risk percutaneous coronary intervention (hrpci). Prior to support, the patient¿s clinical state was consistent with scai shock stage d. An impella cp was implanted percutaneously via the right femoral artery on (b)(6 26 at 9:03 am and explanted on (B)(6) 2026 at 11:48 am. During routine rounding, it was reported that the patient received one unit of packed red blood cells (rbcs). The team was not yet aware of CT results, and an echocardiogram was requested. The patient remained stable. Based on the available information, the patient¿s anemia requiring transfusion was not attributed to device performance. The patient survived to explant. No additional contributing factors were identified.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.